Event description:
It was reported that during a thyroidectomy procedure that the white pad was sliding away from it's distal end. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.